Event description:
Customer reports that she received results of 95mg/dl and 223mg/dl on the same device back to back. No action reportedly taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect and replacement was sent.